Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) serial number (B)(6) revealed no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the controller (ptm) screen went black late friday night while recharging their ins battery. Pt stated the ptm was unresponsive when they went to check the ins recharge status / battery level. The pt reset the ptm by removing the removing the li battery pack (bp), plugging the ac power supply into a wall outlet and then connecting the ptm. Pt confirmed ptm powered on before reinserting bp. Pt verified the ptm 'battery indicator' light was flashing green. The pt was asked if recharger antenna (rtm) gets hot while recharging ins; pt replied yes but did not know event date for when they first noticed this. Pt commented no device found was displaying on ptm but did not think the ins was depleted because they had not turned the ins on since saturday morning. Pt then said they often have to turn the stimulation back on after recharging leading the agent to believe ins battery drains causing ins to automatically shut off. The pt was advised to prevent ptm <(>&<)> ins battery levels from depleting below 50% in order to maintain integrity of batteries. It was also explained how the rtm temperature affects the operation of the ptm. Pt was going to complete recharge of ptm and then attempt to recharge ins. The pt was told that they may experience passive recharge mode (prm) since ins battery appeared to be dead and to monitor the battery indicator light to determine when battery levels are full. No symptoms were reported.